Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hospital visit for hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported their blood glucose was higher than 27.8mmol/l while wearing a pod between 36 and 48 hours. The patient stayed in the hospital for one day. The pod was deactivated and he noticed the cannula was kinked.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No kink was observed in the cannula. No malfunction or other product condition that would have contributed to reported hyperglycemia and ER visit was found.